Manufacturer narrative:
The insulin pump had a blank display due to moisture damage to the electronic assembly. No battery alarms could be verified due to the blank display. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 120 mg/dl. The customer stated that the device also alarmed failed battery test. She replaced the battery with a spare battery, and she found that the display screen was blank for a moment. She tapped the device and the display returned. She reported that the device was working that day, but all the display issues occurred after she had used a replacement battery cap that she received. Troubleshooting for the failed battery test was not performed, since the alarm had been occurred previously during normal device use, and the issue had been addressed with the replacement battery cap. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See scanned pages.